Manufacturer narrative:
The insulin pump was received with broken off and missing the end cap, missing motor assembly and physical damage to electronic assembly. The pump was unable to perform displacement test due physical damage. The pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the piston and bumper is missing from the pump. The customer fell down the stairs and the pump would not stop beeping. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.